Event description:
Caller states the pt tested 1.5 inr on coaguchek xs system and 2.0 inr on coaguchek s system during duplicate testing. Coumadin was given based on coaguchek s result and no adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch for suspect device in coaguchek s system. Reference medwatch with a1 pt identifier for suspect device in coaguchek xs system.